Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information indicated "myopic shift related to mild anterior chamber shallowing.

Manufacturer narrative:
Evaluation summary: the device was not returned for evaluation. No lot number was identified with this complaint; therefore, a lot history review could not be conducted. Based on the preliminary investigation findings, there has been no change in criticality for this complaint. Additional information has been requested. (B)(4) .

Event description:
A surgeon reported following a micro-stent implant procedure, a patient is one diopter off. There is fluid that collects around the stent in the ciliary space. Additional information was requested.

Manufacturer narrative:
No sample has been returned for evaluation for the report of 1 diopter(myopic shift); therefore, the condition of the product could not be verified. A review of the device history record traceable to the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. A complaint history examination indicates there are no additional complaints associated with the lot for the reported issue. Because a sample was not returned and the device history record review of the lot number provided indicated the product was processed and released according to the product¿s acceptable criteria, the root cause for the customer complaint issue cannot be determined. There was no information provided indicating a failure of the device or a surgical complication during device implant. Myoptic shift has been observed in association with device use, and is reflected in the device labeling. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).